Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated/positive results for b-hcg and troponin, when processing on the architect i1000sr. The initialb-hcg result was 121 and retest result was less than 1.2. The initial troponin result was positive and retest was negative. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of the service history, a search for similar complaints, a review of tracking and trending data, and a review of product labeling. The field service representative (fsr) checked instrument logs and suspected issues with one of the probe tubing and with the pressure monitor sensor. The fsr assisted the customer, over the phone, in replacing the pressure monitor sensor tested i1000sr (rohs) and the arc probe tubing and determined these as the likely causes for this issue. A review of the service history for the analyzer identified no contributing factors to the current complaint. There have been no subsequent contacts from the customer regarding discrepant results since the probe tubing and the pressure monitor sensors were replaced. A 12-month search for similar complaints identified no trends of the pressure monitor sensor and the arc probe tubing with regard to discrepant patient results. A review of the tracking and trending data did not identify any trends. No systemic issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.